Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided on 11/09/2023. The sensor was inserted into the abdomen on (B)(6) 2023. The event occurred on 10/15/2023. It was reported that the patient was discharged from the hospital on (B)(6) 2023 around 7:00pm. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient received low mg/dl on her cgm device throughout the day. The patient self-treated with juice. No bg meter comparisons were taken by the patient at home. The patient was also wearing a tandem insulin pump. By 4:30pm that afternoon, the patient started vomiting and having diarrhea, so her husband took her to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was 678 mg/dl (no cgm comparison value provided at this time) and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with an IV insulin drip and potassium. The patient was still in the hospital at the time of report but mentioned that they were starting to feel better and was told by the nurse that she can go home today (B)(6) 2023) or tomorrow. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.